Event description:
A hosp nurse/service specialist reported that on a fourth attempt at hemostasis, a clip did not advance out of the sheath from the main body of an endoscopic clipping device during a gastroenterology procedure. The clipping device was removed from the endoscope and a heater probe was used successfully to cauterize the exposed vessel. The nurse mentioned that the vessel was a slow bleeder and that there was no injury related to the occurrence. Background: the reusable device was being used at the hosp for the first time. The nurse mentioned that in-service training was provided by an olympus sales representative when the device was purchased in 4/00. He mentioned that during the procedure described above, the clipping device was being operated by a physician's assistant while the physician operated the endoscope used with it. The nurse explained that the physician's assistant was demonstrating the use of the clipping device to the staff since they were unfamiliar with its' use. According to the nurse, the assistant was trained on use of the instrument since he used it while employed at another hosp. The nurse reported that the atmosphere in the procedure room was calm and the demonstration of the clipping device, in addition to the procedure, was progressing slowing. There were two physicians in the procedure room; both were observing and evaluating the instrument as it was being used. According to the nurse/service specialist, the clip deployed properly during the first attempt at hemostatis. However, problems were detected on the second and third attempts when the clip advanced from the sheath but would not open the grasp tissue. The clips used during these attempts were removed from the hook and the fourth clip was attached.